Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon distal tip, approximately 6.5 mm from balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (f1209305) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram revealed pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6-7 mm. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician used a buddy wire with 50/50 contrast. It was reported that the balloon lost pressure, and the device came straight through the sheath. The physician reported that he "didn't feel the 1st or 2nd stop". The device was removed and access was maintained, due to the use of the buddy wire. A second device was prepped and deployed successfully. Hemostasis was achieved. The pt was reported as hospitalized (not mynx related). No further info is available.